Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system would not boot up. A philips service engineer (fse) inspected the system onsite and could not confirm the reported problem. The engineer checked ups battery status and reviewed the system event logs and found nothing unusual. The system was used for many cases and the issue did not reoccur. As a result, the root cause of the reported issue is unknown. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction of the system. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system would not boot up. The system was not in clinical use when this occurred. There was no report of harm.